Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2016, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On an unknown date, a proximal type I endoleak due to the proximal neck enlargement and right common iliac artery enlargement were observed. On (B)(6) 2022, a reintervention took place. Coil embolization between proximal neck vessel wall and the device followed by placing additional stent graft. And coil embolization of right internal iliac artery and placing additional stent graft down to right external iliac artery was performed preventively. The patient tolerated the procedure.

Manufacturer narrative:
Added g3/g4, h1/h2, and h6.